Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio options not working properly. The customer¿s blood glucose level was unknown at time of incident. Customer reports they did hear beeps when audio volume settings were saved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or absence of alarms were noted during testing.